Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal circumflex artery with 90% stenosis and was 16mm long, with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilatation and placement of 4.00mm x 20mm promus premier stent system. Following this post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Angiography was performed, and medication was adjusted to treat the event. Six days later, the event was recovered/resolved and the subject was discharged.